Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, resulting in resolution of the issue, with the customer advised to continue using the pump and to call back if any further malfunction codes recur.